Manufacturer narrative:
(B)(4). D10: cat# 163663 lot# 64821023 28mm dia cocr mod hd +3mm nk; g2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00354;

Event description:
It was reported that approximately three months post implantation of a right total hip arthroplasty, the patient was revised due to recurrent dislocations. No additional information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a superolateral arthroplasty dislocation. No definite fracture is identified. Multiple proximal femoral cerclage wires are present. There is radiolucency along the proximal femoral implant. Bone quality is markedly osteopenic. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported issue was confirmed based on the evaluation of the provided x-rays; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.